Event description:
Attorney reported: in 2003 - the pt had a small oval bard kugel hernia patch implanted to repair a hernia defect. In 2004 - the pt underwent an exploratory laparotomy because of a pelvic mass and her surgeon found that the mesh was involved in a retroperitoneal mass had adhered to her bladder, uterus, iliac vessels , and inguinal ligament. The mesh was separated from these structures and removed. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.